Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event was reported. The patient stated they had low voltage on their transmitters and stated they control their insulin injections by the readings from the dexcom. They stated they had eight insulin shocks. It is unknown if the dexcom caused or contributed to the shocks as it is unclear if the patient was using the dexcom at the time of events. No additional patient or event information is available.